Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source, despite attempting to charge with multiple usb cables. There was no reported adverse impact to the customer's blood glucose (bg) level. Reportedly, the alert eventually cleared and the pump successfully began charging. Troubleshooting could not be performed as the issue occurred in the past.